Event description:
The account alleged that the bed will not go into trend or reverse trend. He said that the bed will run up and flatten out.

Manufacturer narrative:
The account found the wires on the engage switches were not correct. He said that the switches were rewired to resolve the issue with this bed.